Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low reservoir alarm. The customer's daughter reported leaking. The customer was advised to change out the infusion set, reservoir, and insulin. The daughter was walked through complete set change. The daughter was advised to monitor the device and check the customer's blood glucose level in a couple hours. The daughter was advised to call back for update.